Event description:
It was reported that the customer had a blood glucose level of 500 mg/dl. The customer treated herself with a manual injection. The customer received a no delivery alarm from her insulin pump. The customer stated that an infusion set and insertion site change resolved the alarm. The customer further stated that a piece of her insulin pump had broken off. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip. The insulin pump was received without the original belt clip and no damage was noted to the belt clip slot.